Event description:
Rptr complains of burning pain in chest, dry vagina, hands turn white in cold, joint swelling and tenderness, muscles aches, pains and weakness, loss of memory, reflex, balance and sensation, hair loss, photosensitivity, sleep disturbance, easy bruising, trouble swallowing, bladder and colon problems, chronic fatigue, night sweats, eye problems, and tingling in legs, arms and hands. (See also 1002054 and 1002056.)